Event description:
It was reported by repair work order that there was no power to the bed due to power entry module damage, and fuse damage, and power cord damage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.